Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. The customer¿s blood glucose was 250(mg/dl). Replacement cable sent to customer.